Event description:
Customer reports back to back testing on the same meter while using the active sys with results of lo (<10 mg/dl) and 130 mg/dl. No qcs were run. No adverse event reported. A request was made for return of the suspect prod and a replacement was sent.